Event description:
It was reported that doctor was performing a tka and the device called for a large cutting guide. Had burred the post holes and when trying to place the large cutting guide, the long navio pins did not line up correctly. The array was potentially loose and at that time it was tightened up with the t- wrench. Unfortunately rep was not allowed to go into the or for the setup and waited outside for over an hour. When rep got into the or, the surgical tech was ready to calibrate. Set up the instruments with the circulating nurse. The doctor went on to check the size with the legion sizing guide and stylus. Confirmed it was a size 6 and the computer confirmed a size 6 as well. Had to freehand some cuts on the femur.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment. Case log files and screenshots were returned for evaluation. DHR review found that the software version (navio rc-5205) has been validated. A complaint history review identified 1 prior similar event, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for the user in the "recovery procedure guidelines" section. The user's manual released at the time of the complaint provides instructions for proper handpiece tracker attachment and tightening. We could confirm there was a relationship established between the reported event and the device. Review of the log files did not present any errors related to cut block post hole accuracy. Notes from the reporter indicated that the handpiece tracker was not fully tightened and had to be tightened while in surgery. This is the most likely explanation for misaligned post holes. If the handpiece tracker moves or deflects during cutting the post holes will be aligned with a subsequent movement/deflection. The malfunction was due to insufficient operator training.